Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. The moment the sensor was inserted the patient felt sick most of the time the entire sensor session. His cgm readings during the sensor session were mostly between 120 mg/dl and 80 mg/dl. On approximately (B)(6) 2024, he felt sick with diabetic ketoacidosis (dka) symptoms but his cgm reading was 80 mg/dl. His fiance decided to call paramedics and he was taken to the emergency room. There they took a bg reading which was over 500 mg/dl, at some point the bg reading was 800 mg/dl. He was advised to remove the sensor. At the hospital the patient was treated with insulin. The patient was admitted to the hospital for 3 days observation. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.